Manufacturer narrative:
On (B)(6) 2017 the medical affairs director performed a clinical evaluation and commented as follows: eight years after primary cementless dm tha the surgeon observed osteolysis around the dm cup and exchanged it. We have evidence neither of the preoperative situation nor of the immediate postoperative. Some particular condition must have induced the surgeon to ream up to a very large size. In the one supplied image the cup protruded medially beyond the lamina quadrilateral, but we do not know if this was the postoperative situation or the result of cup migration. In the poor quality image, osteolysis is hardly identifiable. It is conceivable that after 8 years, particularly with a double mobility cup, some pe particles may be produced; no information is supplied as to age and activity level of this patient. Batch review performed on (B)(6) 2017. Lot 090898: (B)(4) items manufactured and released on 18 august 2009. Expiration date: 2014-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined that patient had osteolysis around the cup. The surgeon removed and replaced the cup and the liner. The surgery was completed successfully. X-rays are available; explants are not available.